Manufacturer narrative:
(B)(4).

Event description:
A failed transmitter error was reported to have occurred for (B)(4) . Data investigation confirmed a failed transmitter error for (B)(4) . The probable cause could not be determined post investigation.